Manufacturer narrative:
By checking the manufacturing charts of the lot# of the liner involved (14l0441), no pre-existing anomaly was found. No other complaints received on this lot# (14l0441). We will submit a final MDR once the investigation will be concluded.

Event description:
Shoulder revision surgery performed on (B)(6) 2018. Previous surgery took place on (B)(6) 2015. According to the info provided by the complaint source, the patient complained of pain and squeaking; moreover, it was reported that the poly liner (code 1377.50.005 lot# 14l0441) had extensive wear and had sheared off from baseplate (code 1375.21.005 lot# 1408329). During previous surgery, lima metal back glenoid and humeral components from a different manufacturer had been implanted. During revision surgery performed on (B)(6) 2018, surgeon converted to reverse: the metal back was well fixed and was not replaced, glenosphere manufactured by lima with humeral components manufactured by a different manufacturer have been implanted. Event happened in USA.